Manufacturer narrative:
Discrepant results (accuracy) comparison on inratio test result(s) with the lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 4.0, reference: 5.8, mean: 4.9, confidence limits: 2.8 - 7.2, result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. Per tsr, user reported patient has lupus. Per product insert, "lupus or antiphospholipid antibody syndrome (aps) may falsely prolong the inr value. Testing with an aps-insensitive laboratory method is recommended for these patients." Returned product will be investigated when received. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 2.5. Date: (B)(6) 2011, inratio: 4.0, lab: 5.8. Customer is not sure which strip lot was used for this testing. Patient reports that her inr has been low on the meter since january - getting 1.2, 1.2 etc. Patient's coumadin had been adjusted during this time based on meter results. Additionally, patient reports getting scratched by a dog on (B)(6) 2011 which led to bleeding that hasn't stopped.